Event description:
A report was received that a patient was receiving an error code "0080001000" on the remote control. The error code was present after charging and performing a magnet reset. The patient will undergo an ipg revision.

Manufacturer narrative:
Additional information received indicated that the patient underwent an ipg replacement. The physician elected to replace the ipg due to the patient having a prior surgery with suspected bovi usage. The patient is reportedly doing well. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient was receiving an error code "0080001000" on the remote control. The error code was present after charging and performing a magnet reset. The patient will undergo an ipg revision.